Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.

Event description:
Hold for kp 3.16 a customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.